Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device would not switch into forward mode. There was a five minute delay to the planned surgical procedure. A spare device was available for use to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no power. Therefore, the reported condition of the device not switching forward was not duplicated nor confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the device had an unknown liquid and residue on the internal electronic components. It was determined that this issue was due to improper cleaning / care which is also classified as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.